Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided for reporting. Implant date was not provided for reporting. (B)(4). Unanticipated x-ray. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cancellous bone screw implanted in foot has bent. The bent screw was discovered 2-3 weeks ago (prior to (B)(6) 2015) via x-ray. The x-ray is not available for synthes review. The patient is experiencing neuropathy and revision surgery is planned but not yet scheduled. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.